Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3888-45, lot# v364089, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot# v736705, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that there was high impedance on electrodes 0 through 7 of the epidural lead. It was noted that a revision needed to be scheduled as the patient was getting shocked. It was noted that x-rays and reprogramming was also performed. It was noted that the patient was alive with no injury and had less than 50% therapy relief at the device pocket, the lead location, and an unknown location. It was noted that the patient had jolting and shocking occasionally. Additional information received reported that the shocking started approximately three weeks ago. It was noted that there was no falls or trauma. It was noted that the patient reported that the shocking was near the implant and across the back. It was noted that an x-ray was taken on (B)(6) 2014 but needed to be evaluated further. It was noted that impedance was over 40,000 ohms on all electrode pairs on the electrodes 0 through 7. It was noted that the device was turned off and the pocket was palpated but there was no shocking sensation noted.